Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump buttons had to pushed multiple times to work and rejected batteries . Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked lcd keypad connector noted. However, device passed operating currents, self-test, a21 error test and displacement test. No low battery, failed battery test or battery out limit alarm noted during testing.